Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device got a bad contact at the beginning of an unknown procedure. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard was damaged and cable sheath was cut. The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. The damage to the keyboard and cut in cable sheath is most likely due to user mishandling of the device. The corroded motor, damaged keyboard and cut in cable sheath would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device had a bad contact at the beginning of the procedure. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.